Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Patient was brought into the clinic to evaluate the oversensing noted on the remote transmission. Upon review of the transmission it was discovered that the implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave oversensing. Programming changes were made. Patient was in stable condition.